Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 853137 with an expiration date of 31-oct-2025. The field service engineer (fse) adjusted the reagent probe, rinse water levels, and detergent levels and cleaned all the rinse vacuum nozzles. Various parts of the instrument were checked, qc was completed and an instrument performance check was acceptable. The investigation determined the event was consistent with instrument misadjustments or blockages.

Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter questioned results for 4 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The results for 1 patient sample were discrepant. The initial result was 822 umol/l. The repeat result was 82 umol/l.